Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 01/13/2016, to report that on (B)(6) 2016, their sensor wire was missing. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.